Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported complaint. The instrument was checked for recognition and engagement on an in-house system. The system successfully recognized instrument and passed engagement. Additional damage found was a broken pitch cable at the distal end. The cable segment that contained the crimp was still installed in clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were undamaged. The instrument passed electrical continuity testing. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci si procedure the pk dissecting forceps instrument would not engage. No patient harm, adverse outcome or injury was reported.